Manufacturer narrative:
One (1) sample was received for evaluation. A visual inspection identified that the tubing inserted at the drip chamber joint was twisted. The reported condition was verified. The cause of the condition was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set leaked. It was further specified the leak was noted from the bottom of the drip chamber where the tubing attaches to the drip chamber. This issue was identified during priming, after the tubing was spiked with unspecified antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.